Manufacturer narrative:
Review of results files: there is strong agglutinant present in well a2 at 4+. Well b2 has a pooling of cells centered in the well but not forming a tight cell button, reading at 3+. The monoclonal control is negative. Well g2 (b cells) has a shadowing of cells towards the center of the well but no cell button present. The manual test gave a a pos with anti-a at 4+, anti-b at 0, anti-d 4+ , a1 at 0 and b cells at 2+. Visibly it doesn't appear to have aspirated a clot nor to have fibrin present. Aborh assay performed with in-house donor samples of known abo/rh types using retention anti-a, lot 101700, anti-b series 3, lot 203260, a1 referencells and b referencells on in-house galileo. No abo discrepancies were observed. Aborh assay performed with customer's donor sample using retention anti-a, lot 101700, anti-b series 3, lot 203260, a1 referencells and b referencellson in-house galileo. Plasma exhibited 3+ hemolysis and was interpreted as ntd positive. Fwd_aborh assay was performed with customer's donor sample and was interpreted as a positive, as expected. Retention products performed as expected.

Event description:
Customer reported an abo discrepancy on the galileo. A donor sample was tested and resulted as ab positive. The forward typing was ab and the reverse typing was a. It reflexed and both the forward and the reverse were ab positive. The segment confirmatory test resulted a positive. The donor was a known a positive.